Manufacturer narrative:
Unit powered on with unexpected open book image. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and force sensor.p-cap locked in place properly during testing. Unit was received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay, missing display window/cover, pillowing keypad overlay, and scratched case in summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Open book image confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and damaged on battery cap area. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the customer response the device was returned.